Event description:
It was reported that stent damage occurred. A 6.0mm x 18mm x 90cm express sd renal/biliary was selected for use. Upon opening the package, it was noted that the stent was broken inside the packaging. Alternate device was used to complete the procedure. There were no patient complications as a result of this event.